Manufacturer narrative:
Concomitant medical products: product ID 3387-28, lot# 0207932178, implanted: (B)(6) 2014, product type: lead. Product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387-28, lot# b0935758k, implanted: (B)(6) 2009, product type: lead. Product ID 7482-95, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that the healthcare professional had observed inflammation at the right side implant and had prescribed the patient antibiotics from (B)(6) 2014. Diagnostics included examination. The patient had required in-patient hospitalization, an emergency room visit, an urgent care visit and an unscheduled clinic visit. There was neurostimulator exteriorization which required medication intervention, explant and replacement. The right side implantable neurostimulator and extension were replaced. It was noted that the extension was explanted as a precaution because the neurostimulator migrated out of the implant site. The product issue was resolved, the cause of the issue was determined and was related to the neurostimulator and procedure. The outcome was resolved without sequelae.